Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with an MRI compatible ipg. The explanted ipg was not returned.